Manufacturer narrative:
E1 reporting institution phone#: (B)(6). No additional diagnostic/functional testing was performed by philips. The customer indicated that the speaker was defective and a replacement needed to be ordered and the issue is considered confirmed. A material only shipment was made to replace the speaker. The customer has assumed the repair responsibility. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the efficia cm10 monitor indicating there was a speaker malfunction error. The device did not produce sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.